Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the tip of the needle has been broken off. The needle tip is bent on two planes and shows evidence of plastic deformation at the break area. The suture/t construct was returned and is missing t1. The depth limiter has been removed from the assembly and was not returned for examination. Functional assessment is prohibitive due to the devices returned condition. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during meniscus repair surgery, t's were deployed and fall out at the same time. A backup device was available to complete the procedure with no significant delay or patient injuries.